Event description:
It was reported the pt is unable to establish communication between her ipg and external devices. The pt stated she attempted to charge her system approx a week ago without success. It is unk when the pt was able to successfully charge her ipg. The pt met with the sjm rep and confirmed the issue. The pt is without stimulation. The pt plans to undergo surgical intervention at a future date as the next course of action.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.